Event description:
During endoscopic procedure for hemoptysis, gastrointestinal doctor found a 5mm weeping lesion in the gastric antrum. First clip deployed lodged in the scope and was pushed out into the gastric region. Second clip would not close and was retained and sent back to the manufacturer for evaluation, lot #31562176 returned. Three other clips deployed successfully and the case completed without further incident, no harm to the patient.